Event description:
Patient reported obtaining back to back blood glucose results, of 529 mg/dl and 168 mg/dl and of 300 mg/dl and 140 mg/dl on the test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.